Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the control solution test failed. The customer allegedly obtained a reading of 18.7 mmol/l when testing with control solution. The patient reportedly felt lightheaded before the issue started but attributes the lightheadedness to a brain injury. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If lifescan receives the product lifescan will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (07/29/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Correction to follow-up #1 the test strips were returned and evaluated on (B)(4) 2013 and (B)(4) 2013, respectively, by lifescan product analysis with the following findings: the test strips involved with this complaint passed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests.

Manufacturer narrative:
Follow-up # 1 (06/12/2013)-device evaluation: the subject meter was returned on (B)(4) 2013 and analysis completed on (B)(4) 2013 by the product analysis department. The reported complaint could not be confirmed however a secondary issue was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.